Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure to remove set screws. During the procedure, the threads of the driver got twisted. No fragments from the threads "the set screw had come through the bone so needed to be removed, the construct shortened, and new screws put at the top".